Manufacturer narrative:
Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): k926214. Device manufacture date: unknown due to unknown lot number. Occupation: doctor. Since the actual sample was not returned to ashitaka factory, the investigation of it was unable to be performed. Since the lot number was unknown, history inspections could not be performed. Since the lot number was unknown, the complaint file from other facilities could not be searched. Based on our past knowledge, we have been aware that the guidewire was fractured when the following force was applied. We have also been aware that there was regularity in the shape of the fractured section of wire depending on the mechanism leading to the fracture: I) when it was fractured by applying repeated 90° bending force, no taper was found on the fractured wire side surface, and dimple pattern (a hole-shaped pattern) was found on the fractured surface. Ii) when it was fractured by applying continuous torque force in the same direction while it was curved, no taper was found on the fractured wire side surface, and radial patterns were found on the fractured surface. Iii) when it was fractured by applying pulling force, the fractured wire side surface was tapered. IV) when it was fractured by applying pulling force in a looped state, the fractured wire side surface was tapered and curved. It was likely that one of forces was applied to the product and caused the fracture. However, since the actual product was not returned and the investigation could not be performed, the cause of occurrence could not be identified. Relevant IFU reference: "[warnings] if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the[?]glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." (B)(4).

Event description:
The user facility reported that it was difficult to pass the guidewire involved through, due to the patient's highly calcified blood vessel. The product was fractured during manipulation, leaving approximately 1 centimeter of its tip around the apex of the u-shaped blood vessel. An attempt was made to remove the fractured piece; however, it was difficult. The procedure was completed with the fractured piece left in the patient's body. The event occurred intra-operative. The patent had minor harm.